Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range shock impedances of greater than 125 ohms in both the right ventricular (rv) to can and triad configurations. The patient had not received any recent shocks by report. Boston scientific technical services (ts) was consulted to discuss options for the patient. It was noted that the physician was very reluctant to deliver any shocks to measure impedances due to the patient being in atrial fibrillation (af). Ts discussed possible options. A save to disk was performed, and ts reviewed the data. It was noted that shock impedances were 129 ohms approximately two months ago. No adverse patient effects were reported.

Event description:
Additional information was received that a lead revision procedure was performed. The lead was surgically abandoned and replaced. This device remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was provided that a lead revision would be performed in the future. The physician suspected an issue with the distal coil. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a lead fracture was suspected. The physician elected not to perform defibrillation threshold (dft) testing at this time due to patient condition and will continue to monitor the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.